Event description:
The manufacturer's representative reported that the patient has pocket infection and the hcp may remove the system. A follow-up report will be sent if additional information becomes available.